Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The patient did not sign the consent form to allow return of the device for analysis. Additional information was received. Data analysis was performed by engineering post-explant, and it was determined that the battery of this device depleted normally, with no evidence of premature battery depletion (pbd).

Manufacturer narrative:
The returned device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The patient did not sign the consent form to allow return of the device for analysis. Additional information was received. Data analysis was performed by engineering post-explant, and it was determined that the battery of this device depleted normally, with no evidence of premature battery depletion (pbd). Additional information was received. Patient consent was received, and the device was returned for analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The patient did not sign the consent form to allow return of the device for analysis.